Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink duo-vent solution administration set got disconnected which resulted in minimal blood loss. The reporter stated that the "distal end got disconnected and was left screwed to the cap on the catheter", there was no traction on the tubing. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information :the male luer of the set was received for evaluation unattached. The other components of the set were not received. A visual inspection noted there was evidence of solvent traces in the male luer. ¿a witness line¿ in the male luer was observed which indicated that the tubing had been inserted into the component according to specifications. Based on the visual inspection, the reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.